Event description:
Patient reported right side "tenderness." Additionally, healthcare professional reported "rupture." Healthcare professional reported "small amount of peri-implant fluid seen bilaterally, left greater than right". Device has been explanted.

Event description:
Healthcare professional reported "small amount of peri-implant fluid seen bilaterally, left greater than right". Device has been explanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "tenderness." Additionally, healthcare professional reported "rupture." Device remains implanted.